Event description:
The nurse tested the customer and reportedly obtained a 360mg/dl on the customer's accu-chek advantage system in comparison to the professional meter result of 127mg/dl. The results were obtained within a ten minute timeframe. The customer felt hypoglycemic. He ate a breakfast of eggs, biscuit, and decaffeinated coffee. The customer felt better within 30 minutes of treatment. No adverse event reported. New system sent to customer and return requested.